Manufacturer narrative:
To date there has been no lot number information provided by the surgeon, however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Further information has been requested from the surgeon, however, to date no further details have been received.

Event description:
It was reported that following repair of an incarcerated ventral incisional hernia, the pt experienced redness around the incision. Several doctors who saw the pt felt that it was infected; however, the pts current doctor does not believe this is the case and cultures taken showed no sign of infection. The permacol implant was removed 1.5 months after implantation as the doctor was concerned by its appearance and that it wasn't incorporated.